Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances leading to the device not working were the age of the device. When asked the steps taken to resolve the device not working the patient indicated their medical condition of interstitial cystitis with lupus had improved significantly. The patient continued that the device stopped in 2016, second 2018-2019, and the issue causing their call was the pain at the site of the implant and it was not resolved. The patient indicated they would be seeing their second urologist on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the implant probably stopped working a year or two ago, the ins dead and they started to have pain at the site of the right side implant . No further complications were reported or anticipated.